Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "while hammering the u-blade into place, it appeared the lag was driven too far, penetrating the bone head and reaching the acetabulum. The lag was repositioned to the indicated location, and the operation concluded."